Event description:
Report received from the USA stating that the ¿hose had a tear in it.¿ there was a tear in the hose. The device was not used in surgery. There were no injuries or medical intervention reported; occurred prior to patient involvement. There was no add¿l info provided.

Manufacturer narrative:
The device has been received by anspach. If add¿l info is received, a supplemental report will be sent.